Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display cable was reset to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the machine got switched off automatically during a patient case and shows system failure error. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that there was no loss of ventilation. Additional information was received that there was no loss of ventilation.